Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain and will require future corrective surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial medwatch report was incorrectly identified as a 5 day report. This event does not meet the definition of a 5 day report and has been corrected to a 30 day report.

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain and will require future corrective surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.